Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('right essure expelled from tubal os') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's medical history included polymenorrhagia, tobacco use disorder and hypothyroidism. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain, other: severe lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), bladder disorder ("bladder/urinary problems: bladder problems"), weight fluctuation ("other injuries/symptoms:weight gain, weight loss") and abdominal distension ("other: bloating"). The patient was treated with surgery (hysteroscopy, removal of essure coil/ (B)(6) 2007 tubal ligation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal discharge, vaginal infection, bladder disorder and abdominal distension had resolved and the device expulsion and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for vaginal discharge, vaginal infection ,bladder problems, weight gain, weight loss. Discrepancy noted: date of removal- (B)(6) 2007. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: event 'right essure expelled from tubal os' , medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('right essure expelled from tubal os') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's medical history included polymenorrhagia, tobacco use disorder and hypothyroidism. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain, other: severe lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), bladder disorder ("bladder/urinary problems: bladder problems"), weight fluctuation ("other injuries/symptoms:weight gain, weight loss") and abdominal distension ("other: bloating"). The patient was treated with surgery (hysteroscopy, removal of essure coil/(B)(6) 2007 tubal ligation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal discharge, vaginal infection, bladder disorder and abdominal distension had resolved and the device expulsion and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for vaginal discharge, vaginal infection ,bladder problems, weight gain, weight loss. Discrepancy noted: date of removal- (B)(6) 2007 concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain, other: severe lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder / urinary problems: vaginal discharge"), vaginal infection ("bladder / urinary problems: vaginal infection"), bladder disorder ("bladder / urinary problems: bladder problems"), weight fluctuation ("other injuries / symptoms: weight gain, weight loss") and abdominal distension ("other: bloating"). The patient was treated with surgery ((B)(6) 2007 tubal ligation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal discharge, vaginal infection, bladder disorder and abdominal distension had resolved and the weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for vaginal discharge, vaginal infection, bladder problems, weight gain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received events "pelvic / abdominal, back, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), vaginal discharge, vaginal infection, bladder problems, weight fluctuation, bloating, severe lower back pain, she did not underwent essure confirmation test." Were added. Outcome of events "pain, bladder / urinary, other" were updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.